Manufacturer narrative:
Concomitant medical products: t505u223 tissue valve, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a rise in impedance over the last six months. It was also reported that the threshold increased. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.